Event description:
The customer reported that the pump battery was depleting too quickly, which led to a pump shutdown. The customer¿s blood glucose level did not exceed 500 mg/dl, and thus, there was no adverse impact reported. The customer continued to use current pump.